Manufacturer narrative:
Section; b.5. (Event description - patient/event information clarified) the customer's report that there was defect in the silicone segment that caused a leak was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. During visual inspection a tear was identified directly below the upper fitment component. A leak was observed from the tear during testing. The root cause of the tear was not identified.

Event description:
It was reported that the patient has a hematologic disorder and was in for a high dose of chemotherapy to prepare for a cellular therapy transplant. The tubing set was primed with normal saline by the pharmacy. It was delivered to the unit in a chemotherapy safe bag with the chemotherapy (carmustine) IV bag attached. The nurse went to hang the chemotherapy and found a defect in the tubing at the pump site that caused a leak. This was discovered when the guard was removed from the tubing. The tubing issue was seen prior to the administration of the drug, seen on hook-up. There was exposure to surface contamination related to the chemotherapy leak. There was a delay in service and patient risk for infection related to defective tubing. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Age at time of event: adult. Additional info: equashield female ll connector swivel; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the patient has a hematologic disorder and was in for a high dose of chemotherapy to prepare for a transplant of cellular therapy. The tubing was primed with normal saline by the pharmacy. It was delivered to the unit in a chemotherapy bag with the chemotherapy attached. The rn went to hang the chemotherapy and found a defect in the tubing at the pump site. This was discovered when the guard was removed from the tubing. The tubing issue was seen prior to the administration of the drug, seen on hook-up. There was exposure to surface contamination related to (carmustine) which was leaking from the IV tubing with administration due to defective tubing. There was a delay in service and patient risk for infection related to defective tubing. There was no impact to the patient and caregiver reported.